Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch ultra ping meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The reporter was unable to confirm exactly when the meter issue began, but stated it was around (B)(6) 2018. She alleged that her daughter obtained an alleged inaccurately high blood glucose result on the subject meter, compared to the doctor¿s meter, but she was unable to give any readings, just that the subject meter read ¿25 points higher¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that she manages her diabetes with insulin (no adjustments) and in response to the alleged inaccuracy she consumed less food and drink. The reporter alleged that around the same time as the meter issue, her daughter developed symptoms of ¿low blood sugar, fever, nausea, and diarrhea¿ the reporter stated that the patient was in hospital at the time of the call, she had been admitted on (B)(6) 2018 at 4 pm, in response to the alleged symptoms. She was being treated with IV glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr noted that the meter had an incorrect code set. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product, and required to receive medical treatment.